Event description:
It has been reported to co that upon removal of this device from the package, the wire of the device was frayed and uncoiled from the inner core. There was no patient involvement. The device is being returned for co analysis.